Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year old caucasian female patient who underwent primary breast augmentation with two 375cc mentor smooth round moderate plus profile saline breast prostheses, suffered left breast implant deflation, post-operatively. Ultrasound and mammogram done on (B)(6) 2020 confirmed the deflation. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On (B)(6) 2020, mentor became aware that the patient underwent bilateral replacement with the following devices: (left) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9496046 sn: (B)(6) and (right) 400cc mentor memorygel breast implant catalog: 3504004bc lot: 9496046 sn: (B)(6). On november 17, 2020, the product investigation was completed. Device investigation summary: during visual evaluation, an anomaly was observed on the device consistent with a crease/fold in the anterior view and extending to the posterior view. Also, an area of shell abrasion was observed in the anterior view leak testing was performed, according to mentor procedure, and it revealed a tear within the shell abrasion measuring less than 0.1 cm. The evaluation determined that the rupture is consistent with a deflation caused by wear. Shell abrasion suggest in-vivo folding or creasing of the device. This may be the result of the continuous and sustained stresses to the device. As part of our quality process, the manufacturing records of this lot-serial number were reviewed and the manufacturing standards were met prior to the release of this lot. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On october 27, 2020, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Mentor also became aware that the patient underwent implant explantation on (B)(6) 2020. Reason for device explant and/or reoperation: material rupture. H6 patient code 3191: medical device removal. Manufacturer¿s reference number: (B)(4).